Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10-sep-2025, it was reported that a beta bionics ilet user experienced multiple hypoglycemic episodes after announcing meals, stating the device was delivering excessive insulin for usual meal entries. The user described feeling weak and lethargic but did not report loss of consciousness or require outside medical assistance. No outside medical intervention was required.